Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a urological procedure. The trocar rubber seal in the top of the trocar was ripping. The trocar was also losing insufflation. When the trocar was dismantled, the small opening was split / torn. The seal is easily ripped into a smaller piece upon manual inspection. Due to the concern that an instrument exchange may lead to further pieces being lost inside the patient, another trocar was opened to complete the case.

Manufacturer narrative:
(B)(4).